Event description:
Upon placing the ec1001 and starting bypass, they noticed that when they began the aortic root vent the pressure went to zero. The pressure doesn't drop to zero until the balloon is inflated and occlusive. When root vent was stopped, the pressure reading would come back and normalize. They thought the tip was against the aorta, so they inflated the balloon. The pressure read zero, which indicates occlusion. However, they could not arrest the heart, which indicates that they were not occlusive. So they took the balloon back down and discontinued the vent. Again, the pressure normalized. They inspected all connections and transducers, and all checked out well. When they flushed the pressure lumen, it appeared to go up the root vent lumen; almost like there is an incorrect connection between the two lumens.

Manufacturer narrative:
Product evaluation: from accellent on (B)(6) 2010- the device ballon was inflated and there are no defects detected. The distal tip of the catheter was clamped off and pressure was put through all the lumens. There is interlumen leakage between infusion lumen and pressure lumen. Visually the device has no defects. These devcies are visually and functionally tested 100% prior to packaging.

Manufacturer narrative:
Customer report of "incorrect connection between the two lumens" was confirmed. Interlumen leakage was found between the pressure and infusion lumens. Balloon inflated and remained inflated for 5 min without any leakage. No visible damage to catheter body. This is reported for the possibility of extending operative time. No patient impact was reported.